Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the customer had only approved one medication at a time, yet believed that both medications were processed in a single transaction. A technical support specialist remotely accessed the system to troubleshoot the issue reported by the customer, confirmed they were able to pull medication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medflex system had encountered an error. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.